Event description:
Per dealer, suddenly the chair had stopped due to right rear wheel problem. Dealer checked the cable connection. There was no problem. Dealer checked the inside of the gearbox. Cog had been damaged. Dealer assumes this is the cause.